Event description:
Account reports leaking at the area of the roller clamp. States when they prime the sets initially, they do not normally experience leaking. However, when they attach the set to the primary set and/or a pump, the solution "spurts" out of the hole in the tubing. They have had some issues with "chemo spills" but no patient and/or staff injuries.